Event description:
It was reported that during a procedure, a balloon rupture occurred. This (B)(4) occlusion balloon was being used prophylactically in a placenta previa case. The balloon was prepped and inflated/deflated prior to use on the patient using approximately 1mm of a 50:50 mixture of saline:contrast. The balloon was then advanced and placed in the non-tortuous, "normal" internal iliac artery without difficulties. The physician then attempted to inflate the balloon; however, it was noted that contrast could not be seen inflating the balloon. The catheter was removed from the patient and it was noted that the balloon had ruptured. The device was removed intact. The procedure was competed with another occlusion balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a procedure, a balloon rupture occurred. This 6-6/2/80 occlusion balloon was being used prophylactically in a placenta previa case. The balloon was prepped and inflated/deflated prior to use on the patient using approximately 1mm of a 50:50 mixture of saline:contrast. The balloon was then advanced and placed in the non-tortuous, "normal" internal iliac artery without difficulties. The physician then attempted to inflate the balloon; however, it was noted that contrast could not be seen inflating the balloon. The catheter was removed from the patient and it was noted that the balloon had ruptured. The device was removed intact. The procedure was competed with another occlusion balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
An examination of the returned complaint device did not find any defects noted with the catheter shaft. An examination of the balloon found it ruptured near the proximal bond. The proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the recommended inflation volume was exceeded, per the dfu. (B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).